Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was noticed in the patient line of a homechoice cassette without an alarm during peritoneal dialysis therapy. This event occurred during the initial drain while the patient was connected. The renal therapy service agent (rtsa) had the patient end the therapy and start over with all new supplies. During follow up, the patient stated there was nothing unusual with the supplies and there had been no damage to the shipping cartons. The patient did not use any sharp objects to open the packaging and the cassette had been fully primed prior to the patient connecting. There was no patient injury or medical intervention associated with this event. No further information is available.